Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer complained that the table moved by itself. The field service engineer (fse) reviewed error logs and found "stuck button" error. The customer reported that all of the gantry lights were flashing and that they were able to raise the couch. Upon releasing the button, the couch would begin to lower itself. The customer checked and could not see any stuck buttons. There was no patient involvement in this instance. The fse replaced the left hand panel with microphone (12nc part# 453567377032) to remedy the issue. There has been no recurrence of the issue since the control panel has been replaced. The fse continues to monitor the site. There was no report of death or serious injury.